Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the insulin pump.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black . Customer returned pump for an alleged critical pump error (open book image) alarm and cosmetic damage located a crack on the back of the pump found on 17-feb-2022. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test, however failed self test due to pump error 63. Pump error 63 was confirmed on pump download history on 02/17/2022 at 11:58:02.000(line number 9926 file number 2005) with variableinfo=15. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), label damage(serial number label stained/fading) and corroded battery tube. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed, however, cosmetic damage was confirmed, cracked case (battery tube) was noted. Pump error 63 was found in download history due to hardware error. Moisture damage on pcba 1 and force sensor were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Customer returned pump for an alleged critical pump error (open book image) alarm and cosmetic damage located a crack on the back of the pump found on 17-feb-2022. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test, however failed self test due to pump error 63. Pump error 63 was confirmed on pump download history on 02/17/2022 at 11:58:02.000(line number 9926 file number 2005) with variableinfo=15. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), label damage(serial number label stained/fading) and corroded battery tube. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed, however, cosmetic damage was confirmed, cracked case (battery tube) was noted. Pump error 63 was found in download history due to hardware error. Moisture damage on pcba 1 and force sensor were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to occupation has been updated and provided in e3 section and g2 section also updated of this report.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged critical pump error (open book image) alarm and cosmetic damage located a crack on the back of the pump found on (B)(6) 2022. No critical pump error (open book image) alarm noted during boot up. The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test and active current test, however failed self test due to pump error 63. Pump error 63 was confirmed on device download history on (B)(6) 2022 at 11:58:02.000(line number 9926 file number 2005) with variable 15. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and force sensor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), label damage(serial number label stained/fading) and corroded battery tube. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed, however, cosmetic damage was confirmed, cracked case (battery tube) was noted. Pump error 63 was found in download history due to hardware error. Moisture damage on pcba 1 and force sensor were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.